Event description:
Customer using accu-chek aviva system. Customer states, did back to back testing meter with results of 196mg/dl and 565mg/dl. Location of testing was not provided. No quality control information was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was provided.